Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that an ozark screw migrated post-operatively. It was further reported that this was identified in x-ray imaging taken after the patient had a fall. Revision surgery has not taken place nor been scheduled.